Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported he had his staples removed on monday, (B)(6) 2017, and he was given the go-ahead to recharge that evening. The patient reported that during his recharging session on monday night, he had a stabbing sensation so he quit charging. The patient¿s implantable neurostimulator (ins) was ¿totally dead¿ when he started recharging on monday and was 75% charged at the time of the call. The patient tried again on tuesday and felt an intense burning and 'nerve jolt'. The patient reported that these sensations are felt even when not charging. The patient could not see his incision site so he doesn't know how it looks at this point. The patient reported there was a lot of swelling after surgery. The swelling had subsided by monday but after recharging on monday, the site swelled up again. The patient also mentioned he was lying on the antenna to charge which put pressure on his back but he was able to get 6-8 coupling bars. It was reviewed that heat can build-up when lying on device. The patient was redirected to their healthcare provider. No further complications were reported. The indication for implant was spinal pain.

Manufacturer narrative:
Correction: the device code (B)(4) does not apply to this event.the device code (B)(4) and the patient code (B)(4) also apply to this event.

Event description:
Additional information was received from the consumer on (B)(6) 2017 reporting that the patient was given a prescription for an antibiotic and for prednisone. It was reported that the patient¿s fever dropped and the pain receded. Patient weight information was reported. No further complications were reported.